Manufacturer narrative:
A cardioquip customer requested hpc testing due to discoloration in their device's tubing. The device received test results outside of cardioquip specifications. Since then, the device has received an internal water pathway replacement to repair the device, returning it to specification.

Event description:
A cardioquip (cq) customer requested hpc testing for their deivce. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2022, indicating device contamination.